Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 80% battery life after displaying a low power alarm. The pump was connected to a power source and was able to be turned on. The customer's blood glucose (bg) level was impacted (275 mg/dl). A corrective bolus was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated manual injection supplies were available.